Event description:
After the hip surgery, the fracture table was lowered and the chest strap,and the perineal post were removed, while positioning the transfer bed. At this point, the pt slid off the table opposite the transfer bed slide.

Manufacturer narrative:
It has been identified that the table is safe when used correctly. As identified by the hosp, they ahve requested an in-service/re-training on the set-up and use of the operating room table. The request has been forwarded to the sales rep and pending scheduling.